Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing documentation revealed that the sensor lot met sterilization requirements before release. Potential for developing infection at the insertion site is a known anticipated adverse event. Furthermore, it was reported that doctor's gloves possibly touched the patient's arm which could have resulted in infection. However, no further follow up could be possible with the user/user facility to gather more information.

Event description:
Senseonics was made aware of an instance where the patient developed infection at the insertion site. Patient noticed redness and a mark on his arm. Doctor prescribed antibiotics to treat the infection and the sensor was removed from the patient. Patient informed that the packaging for all the eversense products were closed and no leakage was visible. Doctor informed that the sensor possibly touched his arm before insertion, possible contaminating the sensor with a skin bacteria.